Event description:
It was reported that the occipital lead component of the implantable neurostimulator (ins) system had to be "reburied" due to migration to the surface. Prior to the revision surgery, the patient had optimal therapy. Following the revision procedure, it was reported that normal therapy for the patient had resumed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3888-45 lot# v378496 serial# implanted: 2009 (B)(6), explanted: product typ lead product ID, 3888-45 lot# v378496 serial# implanted: 2009 (B)(6), explanted: product typ lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ lead product ID, 3708260 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ extension. (B)(4).